Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of bronchitis, a patient who made a mistake/touch contamination, and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced bronchitis and was hospitalized on (B)(6) 2011. On an unreported date, while in the hospital, the patient made a mistake and touch contamination occurred. On (B)(6) 2011, the patient experienced peritonitis. Treatment rendered for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from peritonitis; however, outcome for the bronchitis and event of the patient made a mistake/touch contamination was not reported. Dianeal therapies were ongoing. The nurse stated the peritonitis was not related to dianeal therapy and did not comment on the events of bronchitis and the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887711 and gd886127 and no exceptions were observed that were related to the reported condition. The problem was confirmed. The cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.